Event description:
An upward trend in impedances was noted. During a lead revision, the rv lead tested normal, so the physician concluded that the issue was with the header of the device. The physician explanted the device and capped this lead.